Manufacturer narrative:
Investigation summary: visual inspection revealed that the delivery tube was returned separate from the loading device. The seal and the tension spring assembly were inside the body of the loading device. The green slide lock and the white plunger were not depressed on the delivery device. There was evidence of blood on the device. Based upon these findings, the reported failure "seal did not load properly" was confirmed. A lot history record review could not be performed as the lot number is unk. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal did not load properly. This product was returned with other products. After f/u with the reporter, it is unk how the procedure was completed and if there were any pt effects. The lot number, event date, and the surgeon are also unk.